Event description:
It has been reported to philips that there was an image disk problem that prevented live imaging on the allura xper fd20 system. It is unknown if the device was in clinical use at the time of the event. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was used during stent implementing (coronary diagnosis) procedure and the procedure got completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the image disc problem. Upon functional testing, the fse found the image disk access error. The philips engineer replaced x-ray pc, image disk and ssd data haswell. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.